Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite, performed an ovp (operational verification procedure) and did not get any abnormal results. All volumes and pressures tested within factory specifications. The unit was ran for an hour while changing the pressure and volume several times but was unable to recreate the issue even when using the settings used during the incident. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that avea ii ventilator unit was alarming low volumes while on patient. The unit was set to 450 vt (tidal volume) but only delivering 100. As an intervention, the patient was removed from vent and placed on another vent and no harm was noted.